Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the pt's high blood glucose. No product lot number was reported, so no qualification record review was performed. The omnipod user's guide advises that "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)." When treating hyperglycemia it recommends, if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe." If you feel nauseated at any point, check for ketones and call your healthcare provider immediately. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod. Use a new vial of insulin to fill the new pod. Then contact your healthcare provider for guidance."

Event description:
Pt's daughter called to report her mother has been experiencing elevated blood glucose since (B)(6) 2010. The device was activated on (B)(6) and her bg was normal ("in the 100s" of mg/dl). Then on (B)(6) at 12:16 pm she measured 446 mg/dl and administered a 14.90 unit insulin correction bolus. At 06:03 pm it remained elevated at 312 mg/dl, so another 6 units of insulin was taken. She also ingested about 80 grams of carbohydrate around that time. At 8:40 pm on (B)(6) and also the morning of (B)(6), her blood glucose result was "high" (>500 mg/dl). This morning she took a 25 unit correction dose of insulin. It was reported during a f/u call that the pt was later taken to the hosp where her bg was recorded as 760 mg/dl upon arrival.